Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop has had an increase in ? No disposable alarm" this were found to be isolated to 21-7302-24 lots 4046846 and 4092491. Four customers have experienced this issue. The reporting complaint states this is not against the pump but isolated to the cassette.